Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Abbott field service replaced the sample probe and confirmed the instrument was running within specifications. No adverse or non-statistical trends in conjunction with discrepant afp results were identified. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was found.

Event description:
The customer stated an architect i2000sr analyzer generated discrepant afp results for one patient sample. The patient generated an initial afp result of 4.0 ng/ml. A repeat afp result of 1.93 was generated. After decanting and recentrifuging an afp result of 23.50 was generated. There was no adverse impact to patient management reported.